Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2020, 730 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2020, 730 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis, adenomyosis, esophagogastroduodenoscopy, augmentation mammoplasty, fibromyalgia, irritable bowel syndrome, migraine with aura, depression, chest pain, fatigue, heavy periods, bleeding, abdominal pain, acute pain, anxiety disorder, vomiting, nausea, loop electrosurgical excision procedure, endometriosis ablation, right lower quadrant pain, multi gravida, parity 3, cervical dysplasia, dysmenorrhea and pelvic pain. Previously administered products included: promethazine and diazepam. The patient had a family history of hypertension and diabetes. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2019, 542 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy salpingectomy laparoscopic (bilateral)). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus (B)(6) 2018; as per mr (B)(6) 2018. Discrepancy noted: removal date: as per argus (B)(6) 2020; as per mr: (B)(6) 2019. Discrepancy noted: insertion date: as per argus (B)(6) 2018; as per mr (B)(6) 2018. Discrepancy noted: removal date: as per argus (B)(6) 2020; as per mr: (B)(6) 2019. Right implant 4 coils, left implant 5-6 coils protruding into uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: bilateral fallopian tubes. Received are two fallopian tubes with fimbriated end. One fallopian tube measuring 7.5 l x 0.3 to 0.9 d cm contains a proximally inserted essure coil implant. The other fallopian tube measures 7.3 l x 0.3 to 0.7 d cm. Both fallopian tubes have smooth, tan-pink to purple outer surface and unremarkable cut surface. Also received in the specimen container is a detached essure coil. On (B)(6) 2019: uterus and right ovary, excision: unremarkable cervix; secretory endometrium with exogenous progestin effect; adenomyosis; unremarkable serosa; unremarkable right ovary. Right uterosacral peritoneum, biopsy: endometriosis. Hysterectomy total abdominal laparoscopic; cystoscopy; intra abdominal lysis of adhesions laparoscopic; oophorectomy laparoscopic. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: mr received: reporters information patient medical history and surgical pathology reports were added. Product insertion and removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.